Manufacturer narrative:
The device was received and analyzed. The ICD was interrogated, revealing the bos battery status. Ten charging cycles were recorded in the devices memory. The memory content of the ICD was inspected. The available iegms revealed the presence of noise in the atrial channel. Otherwise no anomalies were noted. Subsequently the header of the device was inspected in detail. The inspection revealed an intermittently opened connection as root cause for the clinical observation. As a result of this event, processes have been reviewed and relevant staff has been retrained. In accordance to biotroniks post-market surveillance system this occurrence represents a very rare event. The information you provided has been entered into our quality system and will be used to evaluate the device performance throughout our organization to maintain and improve the design and performance of our devices.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device explanted due to impedance greater than 3000 ohms disconnected lead and analyzer measured impedance within normal limits. Hooked the lead back up to the ICD and impedance was greater than 3000 ohms. Confirmed the pin was all the way in the header and set screw was tightened properly. A new ICD connected to the same lead measured impedances within normal limits. No adverse patient events reported. Should additional information become available, it will be added to this file.